Event description:
A report was received that the patient experienced postoperative bleeding after the permanent implant procedure. Patient was prescribed with medication. The event was procedure related and patient was recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial/lot #: (B)(4)/545289 description: linear st lead, 70cm.

Event description:
A report was received that the patient experienced postoperative bleeding after the permanent implant procedure. Patient was prescribed with medication. The event was procedure related and patient was recovering.

Event description:
A report was received that the patient experienced postoperative bleeding after the permanent implant procedure. Patient was prescribed with medication. The event was procedure related and patient was recovering.

Manufacturer narrative:
A report was received that the patient was prescribed keflex capsule medication.